Manufacturer narrative:
Due to character restrictions in block e1 initial reporter and event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine test, the cardiosave intra-aortic balloon pump (iabp) unit intermittently did not inflate the balloon. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the failure. The fse tested the balloon and showed the customer that it works correctly. The fse performed functional and safety tests on the unit.